Manufacturer narrative:
H6 - 3331: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles.the lens was later exchanged for a smaller length size, and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: one similar complaint within associated lots was found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).